Event description:
A report was received that the patient experienced neuritis on the left side from l3 - s1 of the spine following a radio frequency procedure. The patient was administered a medrol dose pack and is doing well. The physician suspects the event was due to the device and procedure.